Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005, the taxus express2 3.5 x 24mm drug eluting stent was successfully deployed at the target lesion. The physician then had difficulty removing the balloon from the stent. The physician was able to removed the balloon after some time using unknown maneuvers. There were no reported patient complications.